Event description:
Patient post cardiac arrest - in normothermic phase of the targeted temperature management protocol. When turning patient, it was noted that the patient had several serous fluid filled blisters as well as some blisters that had already opened on the right upper back.